Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate shocks for a supraventricular tachycardia (svt) arrhythmia. One of the shocks exhibited a shock impedance measurement of greater than 125 ohms. The device also recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. Shock lead impedance testing was performed in which the measurements were within normal range. The boston scientific field representative would discuss options with the healthcare provider (hcp). At this time the device remains in service. No additional adverse patient effects were reported.